Event description:
Twelve patients developed diffuse lamellar keratitis in one or both eyes after undergoing lasik procedures. The flaps were lifted and irrigated and topical drops were administered. All patients have recovered with no further complications.

Manufacturer narrative:
This form has been completed by the manufacturer.